Event description:
It was reported that patient presented with low impedance on their right ventricular lead for years which was programmed unipolar with maintained functionality. The lead was capped and replaced on (B)(6) 2021 along with a routine generator change. The patient was stable.